Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported by the patient that their ins was replaced because the ins had ¿just quit,¿ and ¿it died.¿ the patient noted when asked if they fell that they fell a lot. There were no further complications reported.